Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery twice in the past two weeks. The patient's blood glucose at the time of incident is unknown; however, she verified that her blood glucose was high. Troubleshooting was initiated and the customer confirmed that the alarms did not occur during manual prime. The customer stated that the no delivery issues were resolved via infusion set and reservoir change. No products were returned or replaced.